Manufacturer narrative:
There was no low reservoir alarm or check settings alarm noted. There was no unresponsive buttons noted. All of the buttons function properly. The unit had no moisture damage or corroded keypad traces noted. There was no unlocked j2 connector at lcd board. The unit had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed check settings and had an unresponsive b button. The customer's blood glucose was 183 mg/dl. The customer stated that his nutritionist had just set the insulin pump up the day prior, and when he pressed the b button, nothing came up on the insulin pump. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.